Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
Hold nb ii 3/16 the products was returned to pentax medical for repair. We the technican checked the returned unit and confirmed that the ccd module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we the technician confirmed that the operation channel (primary) perforated. The light guide cable buckled, the objective lens cracked, the remote control button(1) cut, the insertion flexible tube worn out, the distal body worn out, the u/d pulley wire worn out, and the r/l pulley wire worn out. However, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report: "hr-rpt-0586(image failure)" and/or the risk analysis results. It was evaluated to submit MDR.